Manufacturer narrative:
The complaint brush was not returned and the lot number provided (87008aa) was not in a ranir format. From the complaint description, it is not clear what part of the toothbrush was falling apart. If the bristles were falling out, it should be noted that the age and condition of the toothbrush may impact the overall tuft retention. In isolated events, single filaments can be pulled from a tuft. Designed toothbrush filaments are not 100% secured from ever falling out. Given the right conditions and with enough force, a filament can be removed from its tuft. Information in regard to the storage conditions and external environmental factors (heat, light, moisture) in which the device was subjected to was not provided, but may have played a role in this specific customer's experience.

Event description:
Consumer stated the toothbrush fell apart. Unable to contact the consumer.